Event description:
Customer reported excessive no delivery alarms that persisted despite changing the reservoir or infusion set or insertion site. Customer was assisted in performing a 5 unit fixed prime and stated that insulin did not exit. She was advised to remove the reservoir from the tubing and to disconnect and reconnect the reservoir and infusion set at the tubing connector and to push insulin slowly through the tubing with the plunger. Customer stated that insulin did exit the tubing. She was advised to run another fixed prime and stated that insulin did not exit. Nothing further was reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected no delivery alarms were noted. The device was received with cracked case at the display window corners, reservoir tube and battery tube threads, and minor scratched lcd window.